Event description:
Healthcare professional reported approximately 3.5 months after injection to the marionettes and "pre jowl sulcus" with juvederm voluma xc and concomitant injection to the lips and nasolabial folds with juvederm volbella with lidocaine pt developed "large breakout of hsv." Approximately 1-2 weeks later pt developed "swelling hardening of [their] top lip region" and some "swelling (to palpation) in the marionette region both left and right side" that "may have been subjectively mildly tender on hard palpation." Approximately 2-3 weeks later pt returned to physician for a botox treatment and was prescribed doxycycline, however "swelling/nodules" remain in marionettes and pre jowl sulcus.

Manufacturer narrative:
Further info from the reporter event, product, or patient details has been requested. No additional info is available at this time. The event of tenderness, swelling, and hardening are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.